Event description:
On or around (B)(6) 2012, it was reported that a gore dryseal sheath was inserted for use in conjunction with an abiomed impella 5.0 device. It was reported that the valve of the dryseal sheath ruptured, resulting in an unk amount of blood loss. The pt did well from the procedure after receiving blood.

Manufacturer narrative:
A review of the mfg records could not be performed as the lot...the root cause of the event could not be determined with the provided info.